Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to chest pain and arrhythmias, requiring treatment, unknown of device related. Patient ID: (B)(6). It was reported that on(B)(6) 2021, the patient presented with mixed mitral regurgitation wit leaflet tethering. Two mitraclips had been implanted, reducing the mr to grade 2+. There was no device deficiency. Starting on (B)(6) 2023, the patient expressed experiencing chest pain. On (B)(6) 2023, the patient was hospitalized for the chest pain. Per imaging, the patients heart rate was tachycardic at 130-140¿s. Supraventricular tachycardia, atrial fibrillation, with an irregular rhythm was noted. Medications and oxygen were provided as treatment. Per physician, the events are unknown if device related. There was no device malfunction reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported angina (chest pain), tachycardia and atrial fibrillation could not be determined. The reported patient effects of chest pain and cardiac arrhythmias as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and medication required, were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.